Event description:
It was reported that the customer's fill estimate was inaccurate. Customer loaded a new cartridge and had no further issues. The customer's blood glucose level was impacted.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested for up to 48 and 72 hours, respectively; customer used cartridge for 4 days. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.